Event description:
It was reported that the pt was complaining of withdrawal symptoms (no specific symptoms reported). The hcp noted a volume discrepancy at the last three refills. A study was performed (date unk) which revealed no catheter issues. A study was done (date unk) which revealed that the rotor was turning. The hcp believes that the rotor intermittently stalls, and confirms this based on the pt's clinical complaints. The pt's pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.